Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported inadequate pain coverage. An x-ray was performed which revealed both leads had migrated. It had been reported that the patient was participating in intense exercise regimen. During a revision, the leads were replaced with a new lead and therapy was restored.

Manufacturer narrative:
Leads and one anchor were returned to saluda for analysis. The anchor passed all functional testing. The cause of the lead migration was not conclusively determined but may have been caused by patient¿s participation in intense exercise regime. Lead migration, which may result in undesirable stimulation changes and require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in the evoke scs system surgical guide. During the revision procedure, damage was noted on the proximal ends of the leads unrelated to the reported migration. The cause of the damage could not be conclusively identified. A review of device logs confirmed that the damage did not result in any issues with electrode connections. The manufacturing records were reviewed and the product met requirements for release.